Event description:
It was reported that the patient was only getting left sided coverage as well as some rib stimulation. X-ray and leadsync was done which confirmed that the right lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7149129.